Event description:
It was reported that during a ptca/stent procedure, the guide wire separated. Reportedly, after placing a stent in the circumflex artery, the wire was retracted and placed into the marginal branch. A dilatation catheter was advanced over the wire in order to perform a dilatation on the ostium of the vessel. After two attempts, the dilatation catheter would not cross. At that time, an attempt was made to remove the wire, but it was felt to be entrapped. A snare device was then used, but the wire fragment remained fixed in place. Ultimately, the pt was sent to surgery, hemodynamcially stable.